Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer felt that the insulin pump may not be delivering insulin accurately. The customer stated that the insulin pump has not been exposed to high magnetic fields. The customer did not have time to troubleshoot at the time of the call. Nothing further was reported.